Event description:
Information received related to a trial conducted outside of the u.s. Reporting that an angiogram and re-ptca were performed to treat in-stent restenosis in a previously stented segment.